Event description:
It was reported that the right ventricular (rv) lead shock impedance was greater than 200 ohms following an ablation procedure for atrial fibrillation (af). Boston scientific technical services (ts) was consulted and review of the data found that the shock impedance measurements were high and out of range prior to the ablation, but had an abrupt increase to greater than 200 ohms following the procedure. Ts discussed the option that the lead was bumped or damaged during the ablation procedure. The field representative followed up with the physician. Although the cause was not determined, it was suspected that the proximal rv coil was damaged during the ablation procedure. The shock vector was reprogrammed from triad to rv coil to can. The rv lead remains in service and no adverse patient effects were reported.